Event description:
A micro ventricular bolt icp monitoring kit was used during a procedure. It was reported that the neuro surgeon was removing the bolt when the plastic drain tore. The drain did not come out and remained in the brain. The pt had the device removed in surgery with the use of stereotactic guidance. There was no clinical change associated with this.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.